Event description:
Health professional reported the explant of a band system due to "pt was experiencing worsening reflux, abdominal pain, coughing and vomiting. Her band was deflated and symptoms resolved, however, she was unable to tolerate any fills." After physician performed adjustment fills, pt would report within a few days of "terrible gastroesophageal reflux disease (gerd), nausea, that the band was too tight, and was unable to swallow." The lap-band system was explanted without replacement.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number or model number. Pain, vomiting, reflux, nausea and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of vomit and nausea as follows: "nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required."